Manufacturer narrative:
The reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed the device was not recognized when plugged in. The complaint has been confirmed and the root cause has been associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a failed image sensor. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference case(B)(4).

Event description:
It was reported that during a lens 4k a/c camera head set up or inspection, it misfired 5 times, and it was not possible to get an image on the screen. The issue was solved with a backup device with a delay less than or equal to 30mins. There was no patient harm reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.